Event description:
During extraction of a tibial rod, the tibial extractor would not thread onto the rod. Another extractor was brought into the case, but it could not be threaded all the way onto the rod either. The surgery was delayed approx one hour due to the problem.

Manufacturer narrative:
The extractor that was sent to the maintenance dept was not returned. Examination of the returned extractor found the complaint unconfirmed. The extractor did screw into a mating nail/rod and functioned properly. Provided info from the territory office stated the instrument also threaded correctly onto one of their mating nails/rods. Although the nail/rod info was not available, provided info from the territory stated it is believed the nail/rod is a competitor's. Based on the investigation, the need for corrective action is not indicated. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.